Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further informaton is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the ra and rv leads were found to be dislodged. The leads were repositioned.